Manufacturer narrative:
(B)(4). Batch #: v95n9m. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Is the white tissue pad completely missing from the clamp arm? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Medwatch report number (B)(4).